Event description:
The pt reported having had the pump implanted about two months ago and stated, "it really helps the pain caused by permanently injured nerves from my waist down". Pt said, "my blood pressure has always been very, very low; now my blood pressure is very,very high". The pt stated, she was recently checked for blockages in her heart (date not reported), but she didn't have any. The pt has experienced pain in her arms, chest, and neck and felt weak and sleepy all the time. Pt is scheduled for a pump refill in about a week. Info was rec'd from the hcp that reported no treatment was provided. The pt is seeing their primary care provider and a cardiologist regarding her blood pressure concerns. The pt's pump contained morphine.

Manufacturer narrative:
.